Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead noise was noted on the rv lead. Abbott technical support indicated that the rv noise was too large to adjust sensitivity. Unipolar sensing testing and programming changes were recommended. Additional information was requested but has not been received. No further information is available at this time.